Event description:
It was reported that the patient experienced shocking. The patient had an upcoming appointment with her physician and she wanted her company representative to turn off the sensing function as she got shocks when moving around and sometimes from just sitting. This had been occurring since implant. The patient was also unable to turn her programmer on. Additional information regarding the outcome was requested, if received a follow up report will be sent.

Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received reported that the manufacturer representative took the adaptive stimulation function off a month ago. The patient stated that she was shocked when moving around with adaptive stimulation on and that removing adaptive stimulation took care of the shocking when the patient was moving around.